Manufacturer narrative:
The associated genesis ii cemented tibial baseplate, legion dished insert and oxinium femoral were not returned for evaluation. Our investigation included a clinical evaluation which noted no clinical supporting documents were provided to conduct a thorough analysis of the reported issue. No medical assessment can be rendered. A review of complaint history on the listed parts revealed no additional complaints for this failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a surgical intervention was performed due to unstable knee.